Event description:
The screw was opened at the agency for placement into the loaner set. It was noticed that the screw appeared shorter than 30mm. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event was related to a mfg error that was not detected by inspection. No events of this type have been reported for the lot code and catalog number of the device returned for evaluation. Therefore, this event is considered an isolated incident.